Event description:
It was reported that during preparation for placement of a breast tissue marker, while removing the cap from the marker applicator the outer cannula detached with the cap. Another marker was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One gel mark ultracor marker was returned for evaluation. The investigation is confirmed as the cannula was returned detached from the marker applicator. The investigation is also confirmed, based on the photo review. Based on the results of the evaluation, it is possible that an insufficient amount of adhesive was used when bonding the handle. The root cause is supplier related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/report was unable or unwilling to provide any further patient, product, or procedural details to bard.